Event description:
According to the initial reporter, a pt had bjork-shiley convexo-concave mitral heart valve replaced due to thrombosis. According to the initial reporter, there was "no evidence of mechanical failure".